Event description:
Customer reported a leak in a tubing set. The nurse stated the "plastic cassette was broken." The break was not visually observed but upon initiating an infusion, the leak was identified. No patient harm and no medical intervention reported. Customer unable to provide model number. Return of set requested. If set received a follow up report will be submitted.

Manufacturer narrative:
Patient information requested and all available information is included.